Manufacturer narrative:
It was reported that the patient was admitted to ER with an unrelated abdominal infection. The physician removed her system and cut off the leads. The remaining parts of the lead was explanted on (B)(6) 2023 when the patients system was replaced. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was admitted to ER with an unrelated abdominal infection. The physician removed her system and cut off the leads. The remaining parts of the lead was explanted on (B)(6) 2023 when the patients system was replaced. Related manufacturer reference number: 3006705815-2023-05930.